Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer stated that the handrims have gashes in them and the seat is torn.